Event description:
Allegedly end is broken off.

Manufacturer narrative:
Reportable malfunction not at user facility. Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. No serious injury occurred; therefore, no user facility or patient information is applicable. This is a reportable product malfunction.